Event description:
Moderate leak/hole found in tubing above clamp where door shuts. Tpn infusing into patient's PICC line when leak was found.====================== health professional's impression======================does not know.